Event description:
It was reported hf sensor exhibited inaccurate measurements which were not correlating with the clinical symptoms. As a result, the sensor was calibrated via right heart catheterization increased cm mean by 5.5 mmhg in addition to a manual baseline calibration increased cm mean by 6 mmhg totaling increase cm mean 11.5 mmhg. Accurate readings were observed under the manufacturer's patient care network database.